Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue winged luer cap detached from a small volume intermate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Since device was not returned in its original package, the reported condition will not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 24, 2014 to november 26, 2014.evaluation summary:the device was received for evaluation. A visual inspection identified that the blue winged luer cap had been detached from the distal luer. The cause of the detached luer cap could not be determined. Should additional relevant information become available, a supplemental report will be submitted.